Event description:
It was reported that when the external pulse generator was turned off, the indicator lights for low battery, pacing and sensing remained on until the battery was removed. The generator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event, the main printed circuit board was out of specification. It was also noted that the interconnect flex was misaligned.